Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a patient notification for out of range high voltage lead impedance. The values for this vector has been consistent around this level over the last year so it was decided that the upper limit of the alert would be reprogrammed slightly higher and the lead would be monitored for further changes.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.